Event description:
On 10/26/1998 oec medical systems inc was notified that an injury occurred to a pt during a procedure that utilized an oec model 9600 series c-arm. During a procedure the dr attempted to move the c-arm, but instead of grabbing the handles on the image intensifier, the dr grabbed the release lever of the attached laser aimer device. The laser aimer disengaged and fell onto the pt. The pt required medical intervention. The procedure continued and was completed without further incident. An oec field svc engineer tested/inspected the system and found no defects or malfunction. Oec attributes this incident to operator error.